Event description:
It was reported this was an arteriotomy closure of calcified bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred with one proglide device that was attempted in the left common femoral artery (lcfa). A suture break also occurred with one proglide device that was attempted in the right common femoral artery (rcfa). The sutures of two new proglide devices were successfully pre-placed in both the lcfa and rcfa. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Correction - d9: device available for evaluation updated from yes to no.